Event description:
It was reported that this pacemaker reverted to safety mode when interrogated in clinic, and the patient was hospitalized pending replacement. While on the ward, pacing inhibition with long pauses due to oversensing of myopotentials while in unipolar sensing was observed. The patient underwent a revision procedure, and this pacemaker was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that this pacemaker reverted to safety mode when interrogated in clinic, and the patient was hospitalized pending replacement. While on the ward, pacing inhibition with long pauses due to oversensing of myopotentials while in unipolar sensing was observed. The patient underwent a revision procedure, and this pacemaker was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode when interrogated in clinic, and the patient was hospitalized pending replacement. While on the ward, pacing inhibition with long pauses due to oversensing of myopotentials while in unipolar sensing was observed. The patient underwent a revision procedure, and this pacemaker was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.